Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 4582. H10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. The smiths tamper seal label was missing, and contamination was found at the bottom chassis. The lcd lens screen was also scratched. A review of the event history log (ehl) evidenced the following: "(B)(6)2020 11:17:33 am high alarm displayed: cassette not attached properly (B)(6) 2020 11:17:35 am high alarm silenced: cassette not attached properly" the customer reported product problem (cassette not attached alarm) was therefore confirmed through the ehl. A disposable cassette was attached to the pump for functional testing. The reported alarm was not reproduced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream occlusion sensor (dso) was replaced as a preventive measure.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Event description:
Information received a smiths medical cadd solis vip 2120 pump cassette no attached alarm. No patient adverse events reported.